Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation and to correct information provided on the initial report. An evaluation was performed in which the reported event of missing image was confirmed. During the evaluation it was further discovered that the led on the front panel did not light. Both of these phenomena were traced back to a malfunctioning main board. The evaluation also identified image flicker which was attributed to a malfunctioning receptacle unit. An investigation was also performed by the legal manufacturer based off of the information provided. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The device has been in operation for more than seven and a half years. The most likely cause for the malfunctioning main board which caused the missing image and led not to light is that the components on the board deteriorated over time and the main board failed due to repeated use over a long period of time. Some of the main board functions are to manage the outputs video signals and the controls on the front panel. Again the device has been in operation for more than seven and a half years, the most likely cause is that the receptacle unit (connector receiver, connector terminal pin, receptacle substrate) had been worn out and broke down due to repeated use over a long period of time. This causes the electrical contacts of the connectors to become unstable, interfering with image transmission between the scope and the video processor, and presumably causing image flicker.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image was not displayed. The power switch led of the video processor was glowing, but the front panel led was not glowing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.